Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and oversensing; however impedance, threshold and sensing measurements were within normal limits. With the patient's arms crossed over his chest, the clinician was able to recreate the noise, but not the oversensing. Technical services suggested obtaining a chest x-ray to rule out a lead integrity issue. A boston scientific sales representive (sr) was contacted in an attempt to obtain additional information. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.